Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd¿ pen needle had a sterile breach as "the sealing sticker was nearly came off". There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that before use a bd¿ pen needle had a sterile breach as "the sealing sticker was nearly came off." There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Upon further review it was discovered the sealing sticker was for the product case and not the individual product package. Therefore, this is not considered a reportable malfunction as there was no sterility breach.

Event description:
It was reported that before use a bd¿ pen needle had a sterile breach as "the sealing sticker was nearly came off." There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.